Event description:
It was reported that after fifty minutes of use the oxygenator began to drip blood. There was no reported change in the pt's hct or hemolyse levels. Ref: (B)(4).

Manufacturer narrative:
(B)(4). The oxygenator was evaluated and leakage at the gas outlet was confirmed. The leakage was caused by twelve shrinking gas membrane fibers. The adherence of the gas fibers to the potting area was not strong enough to compensate for the shrinking phenomenon of the fibers. A review of manufacturing records for this lot number show the lot was tested for tightness and passed testing. No other complaints have been reported for this lot number. The reported failure is a known failure mode.